Event description:
According to the reporter: there was no co2 entering the balloon, it was leaking and was unable to inflate. In order to resolve the issue and complete the case, replaced with a new one. There was no patient harm. The current patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one balloon. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the device was opened and received intact. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collars and valves functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Balloon leaked gas / air. No c02 entering the balloon and it was leaking, in order to resolve the issue and complete the case, replaced with a new one. There was no patient harm. The current patient status is alive, no injury.